Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using an small flexnav delivery system (ds). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed with a 22mm non-abbott balloon. During the procedure, at 80 percent of valve deployment, the patient went into a complete heart block. The valve was noted to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc) with no recaptures required. The physician decided to implant a pacemaker at the end of the procedure to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged as stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 3 mm from the non-coronary cusp (shallower than the recommended 3mm). Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using an small flexnav delivery system (ds). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed with a 22mm non-abbott balloon. During the procedure, at 80 percent of valve deployment, the patient went into a complete heart block. The valve was noted to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc) with no recaptures required. The physician decided to implant a pacemaker at the end of the procedure to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged as stable.